Manufacturer narrative:
(B)(4). Investigation-evaluation: a review of the complaint history was conducted for the purpose of this investigation. The device was not returned to assist with the evaluation. In addition, no images were returned, nor were the lot numbers for the devices used in the procedure. Without this information, a full investigation of the device and manufacturing records cannot be performed. Per the complaint description, a pacemaker lead extraction was performed and during the procedure, a perforation was created in the vasculature, and the patient died. According to comments in the complaint, the tear was caused by calcification around the lead(s), which is not related to the function of the devices used. Perforation in the vasculature caused by pacemaker lead calcification is a known failure mode of this device and procedure. There is no evidence that the devices malfunctioned, contained a nonconformity, or were misused.

Event description:
A lead upgrade/replacement procedure was being performed on the (B)(6) year old female patient. The physician was extracting a total of 6 leads. The two leads on the right were 15 years old; while the four leads on the left side were 10 years old. The lv lead is ten years old; but no plans were made for removal. The 2 leads on the right (15 years old) were: right atrium, right ventricle (both from another manufacturer). The leads were 100% successfully extracted using a cook liberator and one-tie in each lead and a 9fr evolution rl and 9fr tss. Additional information was provided: the 4 leads on the left (10 years old) were: right atrium, right ventricle and coronary sinus (all from other manufacturers). It should be noted that the coronary sinus lead was not planned for extraction. The 1 lead on the left was implanted unknown: right ventricle (suspected from another manufacturer based off its appearance; however, it had been previously cut and capped so not clear as to the date implant or lead manufacturer and model). The two leads on the right side were 100% successfully extracted; however, during the attempt to extract another manufacturer's pacemaker lead wire, on the left hand side, the superior vena cava tore, resulting in the patient expiring. The physician did not indicate that the rl caused the superior vena cava to tear, it was due to heavy calcification around the lead.